Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm (ldv) which occurred during initial drain. The hp stated there were air bubbles in the patient line. The hp would end therapy and start over with new supplies. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the cause of the air was unknown and new supplies were used to clear the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed because patient observed air in the patient line, which is known cause of this alarm. Source of air in the line is unknown. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.